Event description:
On 3/16/87 the ipp device was implanted. On 5/18/87 and 7/21/97 the connector was revised. On 8/31/87 the cylinders were revised. On 7/26/93 the cylinders and pump were revised. On 9/11/97 the cylinders and pump were removed from the patient and replaced because the pump did not hold pressure.